Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events. This MDR is for pt 1 of 1 on day 1 of 2. See MDR # 1061932-2011-01016 for pt 1 of 1 on day 2 of 2. The software algorithm of the lh750 analyzer had its sensitivity set to [2202], which is the mid level setting for blasts and variant lymphocytes, set off for imm. Ne 1 (immature neutrophils, primarily bands) and set mid level for imm. Ne 2 (immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes). An analysis of the test data associated with this pt sample indicated an abnormal scatter plot but the blast flagging algorithm was not sensitive enough to generate any suspect flags for this sample. This appeared to be a sample-specific issue and field service was not dispatched to the site.

Event description:
The customer reported that the lh750 hematology analyzer generated unremarkable differential test results on one pt sample. A new sample from this pt was collected and tested at a later date ((B)(6) 2009) and a manual differential performed on the (B)(6) 2009 sample indicated 10% blast cells and 3% band cells. The customer was concerned that, given the blast cells observed on (B)(6) 2009, the (B)(6) 2009 differential results were erroneous. The test results from (B)(6) 2009 were reported out of the laboratory. Per customer, there was a delay in diagnosing/treatment, since the doctor was not told of blast cells until (B)(6) 2009.